Event description:
It was reported by the clinician that they were using the device as a substitute product for the device which is currently unavailable. As long as they have been using the device, they have experienced difficulty with the stopcock leaking. These are used in various parts of the hospital. In the neonatal intensive care unit (nicu) they are infusing lipids, in nuclear medicine and surgical intensive care unit (sicu) they are infusing IV meds and these are just a few places they are being used at the facility. There have been no patient complications reported.